Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure when attempting to crush the stone in the distal part of the common bile duct, the handle broke. The stone fell out of the basket, and the basket was removed. Another trapezoid rx basket was used to crush the stone and successfully complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) handle broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure when attempting to crush the stone in the distal part of the common bile duct, the handle broke. The stone fell out of the basket, and the basket was removed. Another trapezoid rx basket was used to crush the stone and successfully complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found the wire basket assembly fully removed from the handle/coil assembly. The side car-rx presented approximately 4 mm pushback. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly. Additionally, the handle cannula presented deep score/ drag marks from the dimples to the proximal end as the cannula had been forcibly pulled out from the set screws. The handle label was removed to expose the set screws which appear to be properly seated into the handle. Measurement of the set screw depth found that the device was properly assembled. The evaluation concluded that the failure most likely occurred due user technique, tortuous anatomy and other procedural factors, subsequently causing uneven distribution of tensile force to be applied by the user throughout the device. Therefore, the most probable root cause classification for the reported failure is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.